Event description:
It was observed during the device investigation that the uretero-reno fiberscope had a hole (with detachment) of the bending section rubber. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a definitive root cause for the reported event was not determined. Olympus will continue to monitor field performance for this device.